Manufacturer narrative:
The complaint company iii (d) cartridge samples for reported lot were not returned for evaluation. An unopened company iii (d) cartridge 10-count carton was returned. The company carton was crushed flat upon return, which caused extensive damage to all ten of the company pouches and cartridges. All ten company iii (d) cartridge pouches were damaged. Two pouches exhibited rips/tears/punctures on the clear side of the pouch. Eight of the samples exhibited rips/tears/punctures on both side of the pouch (clear and tyvek). All ten company iii (d) cartridges were removed from the damaged pouches and microscopically examined. All ten of the company iii (d) cartridges were damaged. The damage included cracks, splits, crushed tabs, crushed wings and severe stress. None of the cartridges could be functionally tested due the extensive damage caused by being crushed in the package. Information in the file indicates the samples were shipped to the us, returned to the czech republic due to paperwork issues and then reshipped to the manufacturing site. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a company lens model that is not qualified for use with the company iii (d) cartridge. The reported complaint could not be verified. The complaint company iii (d) cartridge samples for reported lot were not returned for evaluation. The root cause for the reported complaint may be related to a failure to follow the dfu. The lens model indicated by the customer is not qualified for use with the company iii (d) cartridge. The company lens is only qualified for use in the company (b) and (c) cartridges for specific diopter ranges. The use of nonqualified product combinations may result is delivery issues and/or damage. The returned unopened samples were received with extensive shipping damage. The damage did not allow for functional testing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgeries, multiple occurrences of a fragment from the cartridge was on the lens. The surgeon was able to remove it during the initial surgeries with the irrigation / aspiration portion of the cases. There was no reported patient impacts. Additional information has been requested.